Event description:
Patient paged vad coordinator on call to report that he had changed out controller on his own at home @ 2300. He reports changing over to pbu from batteries and getting a steady solid tone with all the lights on the controller going off and the black power cable on the controller "lit up and burned a hole through the gray cable." He was on batteries when I called him back, he transferred over to the pbu with out problem, did a self test on the controller and had four green power lights on the controller. Tech services was notified. Patient was instructed to come in first thing in am to get a new back up controller and return the malfunctioning one to us. He was also instructed to page if he had any further problems or concerns.